Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general) / heavy bleeding') in an adult female patient who had essure (batch no. 619696,623211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, allergic rhinitis, nevus, breast biopsy and multigravida. Previously administered products included for an unreported indication: ocp and antidepressants.. Concurrent conditions included menstrual discomfort, uterine bleeding, pelvic discomfort, cyst (0.7 cm and 0.9 cm) and adenomyosis. Concomitant products included prednisone for hair loss and allergy to metals as well as medroxyprogesterone acetate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), abdominal pain upper ("pain/ severe cramping in my stomach/stomach cramping"), migraine ("migraines/migraine/headaches") and headache ("headaches") and was found to have weight increased ("weight gain/weight gain/loss: gain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: ptfe, gold, nickel/nickel allergy,") and urticaria ("rashes or skin conditions/rashes or skin conditions type: hives"). In (B)(6) 2015, the patient experienced alopecia ("hair loss/hair loss"). In 2016, the patient experienced ovarian failure ("other injury or complication: ovarian failure") and premature menopause ("early menopause"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dermatitis contact ("allergic or hypersensitivity reaction type: ptfe"), cervicitis ("reproductive system disorder or condition type of disorder or condition: chronic cervicitis"), hot flush ("hot flashes"), fallopian tube disorder ("doctor attempted to place essure in office but was unable d/t fallopian tube curved"), adenomyosis ("secertory endometrium with associated deep adenomyosis showing muscular reaction") and complication of device insertion ("device insertion failed (patient understands that she has not had the implants placed today)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, dysmenorrhoea, allergy to metals, dermatitis contact, urticaria, migraine, headache, cervicitis, fatigue, weight increased, hot flush, alopecia, fallopian tube disorder, ovarian failure, premature menopause, adenomyosis and complication of device insertion outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain upper had resolved. The reporter considered abdominal pain upper, adenomyosis, allergy to metals, alopecia, cervicitis, complication of device insertion, dermatitis contact, dysmenorrhoea, fallopian tube disorder, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, ovarian failure, premature menopause, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 180 lbs. The essure device was placed and three coils were left in the endometrial cavity. The essure was placed in left side. Following that, we had trouble with maintaining pressure again, and there were at least two coils in the endometrial cavity, but difficult to ascertain; it could be up to three. Essure left side 2 coils essure right side 3 coils. On (B)(6) 2009- patient understands that she has not had the implants placed today and will need to continue on her birth control. As per mr- (B)(6) 2009 subjective: patient had a trial of essure placement but had extreme cramping because of the anatomy in the office. She is, therefore, scheduled for essure placement under anesthesia at the surgery center with possible tubal ligation if it is not technically feasible diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Both tubes were blocked..ultrasound scan vagina - on an unknown date: total bilateral occlusion. Lot number: 619696, manufacturing date: 2009-02, expiration date: 2012-02. Lot number: 623211, manufacturing date: 2009-03, expiration date: 2012-03 . Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs received : events per pfs: hives clubbed with previously reported event rash/skin condition, other injury(ies) or complication(s) please describe: ovarian failure, secretory endometrium with associated deep adenomyosis showing muscular reaction and nickel allergy were added. Outcome of stomach cramping, vaginal bleeding and menorrhagia were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general) / heavy bleeding") in an adult female patient who had essure (batch no. 619696,623211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, allergic rhinitis, nevus, breast biopsy and multigravida. Previously administered products included for an unreported indication: ocp and antidepressants.. Concurrent conditions included menstrual discomfort, uterine bleeding, pelvic discomfort, cyst (0.7 cm and 0.9 cm) and adenomyosis. Concomitant products included prednisone for hair loss and allergy to metals as well as medroxyprogesterone acetate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain upper ("pain/ severe cramping in my stomach"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: ptfe, gold, nickel/nickel allergy,") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dermatitis contact ("allergic or hypersensitivity reaction type: ptfe"), rash ("rashes or skin conditions"), cervicitis ("reproductive system disorder or condition type of disorder or condition: chronic cervicitis"), hot flush ("hot flashes"), fallopian tube disorder ("doctor attempted to place essure in office but was unable d/t fallopian tube curved") and complication of device insertion ("device insertion failed (patient understands that she has not had the implants placed today)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, abdominal pain upper, vaginal haemorrhage, menorrhagia, dermatitis contact, allergy to metals, rash, migraine, headache, cervicitis, dysmenorrhoea, fatigue, weight increased, hot flush, alopecia, fallopian tube disorder and complication of device insertion outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, cervicitis, complication of device insertion, dermatitis contact, dysmenorrhoea, fallopian tube disorder, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 180 lbs. The essure device was placed and three coils were left in the endometrial cavity. The essure was placed in left side. Following that, we had trouble with maintaining pressure again, and there were at least two coils in the endometrial cavity, but difficult to ascertain; it could be up to three. Essure left side 2 coils. Essure right side 3 coils. On (B)(6) patient understands that she has not had the implants placed today and will need to continue on her birth control. As per mr- on (B)(6) 2009 subjective: patient had a trial of essure placement but had extreme cramping because of the anatomy in the office. She is, therefore, scheduled for essure placement under anesthesia at the surgery center with possible tubal ligation if it is not technically feasible diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Lot number: 619696, manufacturing date: 2009-02, expiration date: 2012-02. Lot number: 623211, manufacturing date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding") in an adult female patient who had essure (batch no. 623211, 619696) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, allergic rhinitis, nevus, breast biopsy and vaginal delivery. Previously administered products included for an unreported indication: ocp and antidepressants. Concurrent conditions included menstrual discomfort, uterine bleeding, pelvic discomfort, cyst (0.7 cm and 0.9 cm) and adenomyosis. Concomitant products included prednisone for hair loss and allergy to metals as well as medroxyprogesterone acetate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain upper ("pain/ severe cramping in my stomach"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: ptfe, gold, nickel/nickel allergy,") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), dermatitis contact ("allergic or hypersensitivity reaction type: ptfe"), rash ("rashes or skin conditions"), cervicitis ("reproductive system disorder or condition type of disorder or condition: chronic cervicitis"), hot flush ("hot flashes"), fallopian tube disorder ("doctor attempted to place essure in office but was unable d/t fallopian tube curved") and complication of device insertion ("patient understands that she has not had the implants placed today"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, abdominal pain upper, vaginal haemorrhage, menorrhagia, dermatitis contact, allergy to metals, rash, migraine, headache, cervicitis, dysmenorrhoea, fatigue, weight increased, hot flush, alopecia, fallopian tube disorder and complication of device insertion outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, cervicitis, complication of device insertion, dermatitis contact, dysmenorrhoea, fallopian tube disorder, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. The essure device was placed and three coils were left in the endometrial cavity. The essure was placed in left side. Following that, we had trouble with maintaining pressure again, and there were at least two coils in the endometrial cavity, but difficult to ascertain; it could be up to three. Essure left side 2 coils essure right side 3 coils. On (B)(6) 2009 - patient understands that she has not had the implants placed today and will need to continue on her birth control as per mr- (B)(6) 2009 subjective: patient had a trial of essure placement but had extreme cramping because of the anatomy in the office. She is, therefore, scheduled for essure placement under anesthesia at the surgery center with possible tubal ligation if it is not technically feasible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received. Event injury nos was deleted and new events were added- abdominal pain upper, genital hemorrhage, vaginal hemorrhage, menorrhagia, dermatitis contact, allergy to metals, rash, migraine, headache, cervicitis, dysmenorrhea, fatigue, weight increased, hot flush and alopecia and doctor attempted to place essure in office but was unable d/t fallopian tube curved were added. Product information lot number, indication and essure removal date were added. New reporter and consumer address, device insertion complication were added. Patient information bate of birth, height and weight were added. Concomitant medications, medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.